Event description:
It was initially reported that unit was probably not locking in place and there was pt laceration. It was later reported that the pt was placed in the mayfield modified skull clamp (B)(4) for a left cerebellar suboccipital craniectomy resection for left cerebellar tumor. The pt was positioned in a prone position on gel rolls. Stealth navigation stereotaxy device and integra disposable skull pins were used. It was reported that the skull clamp slipped and did not hold pressure. It had been previously placed at 60 pounds. This caused a small laceration in the scalp that was repaired with a suture. The pt was placed back into a supine position and pinned again. However this skull clamp was again found to be inadequate. Therefore, the skull clamp was replaced and the pt was placed back in the prone position with neck flexion. Surgery was completed and the pt was reported to be attending rehabilitation.

Manufacturer narrative:
Based on the reported info and investigation of the returned product, the reported condition could not be confirmed. The returned unit passed all functional testing requirements. General maintenance was required. This unit was manufactured in 2008 with no previous service history.